Event description:
Please find the description provided by the hospital below: "friday, (B)(6) 2013, at approx 1400, a pt was placed upon ECMO. The perfusionist at bedside, had inspected the unit thoroughly (while teaching out new employee) prior to initiation. The safety clamp was in place. At approximately 1450, we were called to the pt's room to find the oxygenator leaking - leading to the pts exsanguination. The pt was pronounced quickly thereafter. We saved the circuit and after we had thoroughly washed the system, it is evident that there is a fracture in the connection from the outflow of the oxygenator. When circulating volume passively, the unit does not leak. It is only with increased pressure that it is seen." (B)(4).

Manufacturer narrative:
Maquet medical systems USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. Reps from maquet are scheduled to meet with the initial reporter on wednesday, august 14, to obtain additional information regarding the event and to obtain the device for investigation. A supplemental medwatch will be filed following the meeting at the facility.